Manufacturer narrative:
(B)(4). On (B)(4) 2008, the field service engineer determined that the capacitor on the rf (radio frequency) board failed; he replaced the rf detector preamp board and verified instrument performance to specifications. The root cause for the smoke and burning smell was caused by the capacitor on the rf detector preamp board. The board was replaced and the instrument is performing within specifications. This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for additional reportable events.

Event description:
On (B)(6) 2008, customer reported an event of smoke and a burning smell coming from the flow cell area of the coulter lh 750 hematology analyzer. The operator powered off the analyzer and notified beckman coulter for service. There were no fire, arcing or electrical shock. The fire department was not called. No reports of death or serious injury, and no affect to pt treatment as a result of this event.